Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the venous oxygen saturation (svo2) reading was not accurate. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the blood parameter monitor (bpm) was turned on and set up without issue. The hematocrit saturation module (h/sat) probe passed color chip initialization test without problem on (B)(6) 2017. At initiation of veno-venous (v-v) extracorporeal membrane oxygenation (ECMO), the venous saturation was reading 100% prior to in-vivo calibration. The team did a store recall on the bpm, and took a venous blood gas. The venous blood gas came back with a saturation of 59%. The ECMO team recalibrated it numerous times and the reading came back again at 100%. The cuvette they were using in line was the 3/8 cuvette. They also turned off the bpm and did a second color chip test to try to get the monitor to read correctly. Both the color chip reference sensor and the venous probe were cleaned of debris. The clinician confirmed that the patients blood actually looked like a saturation of 59% and that there was little mixing of access blood. Mixing in the access area does occur with v-v ECMO, for retrieval of blood and delivery of oxygenator blood occurs in the right atrium. Using the bpm on ECMO is considered reasonably foreseeable misuse, but the timing of this occurrence was just after and during original initiation of ECMO. The team opted to change out the monitor during the ECMO procedure, and had no issue with the second monitor. There was no delay to the procedure, no blood loss nor patient harm related to the incident.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the monitor to pass startup self-diagnostics. The monitor was placed in service mode and a hematocrit saturation module (h/sat) color chip and cuvette test was completed successfully. The monitor was then placed in operate mode and functioned properly for 1.5 hours.

Manufacturer narrative:
The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.